Event description:
A patient underwent a biopsy procedure using the magnum needles for transperineal prostate biopsies conducted in the operating room. Post procedure the patient experienced urosepsis. The physician concluded that the urosepsis may be associated with the use of magnum needles, noting that the biopsy gun was sterilized after each procedure and that needles from different batches were used. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.